Event description:
A curved sewing needle was inside the shoe cover and a boy put their foot inside the cover and stepped on the needle. The needle went through their foot. The boy rec'd a puncture wound and a tetanus shot was administered.